Manufacturer narrative:
Sc-2218-50 (sn: (B)(6)). The returned leads were analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite reprogramming. Imaging was taken and spinal cord stimulation (scs) lead migration was confirmed. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7140239.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite reprogramming. Imaging was taken and spinal cord stimulation (scs) lead migration was confirmed. The patient underwent a lead replacement procedure and was doing well postoperatively.